Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the device fails defibrillation test in the operational check. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer worked with the technical support representative. The technical representative found the device is showing failure in the auto test, *defibrillation test failed*, *device error. Maintenance.* the device needs a heartstart hands-free cable, 989803106981. Upon conclusion of the evaluation, it was determined that this was a malfunction of the hands free cable. A quote for the cable given to customer. The customer deciding on accepting quote for cable replacement. The service department still waiting on site visit approval no further action at this time.